Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03128. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the embolization of the valve most likely occurred because the flex catheter had not been pulled back prior to valve deployment, leading to an asymmetric inflation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a 29mm sapien 3 case by tf approach, the delivery system was advanced to the aortic annulus and positioned for valve deployment. Under rapid pacing, position was confirmed and inflation began. The clinical specialist noted loudly that the flex catheter was not pulled back, as it was still locked in position after valve alignment. The valve opened asymmetrically and embolized into the ventricle. Blood was also noted in the atrion inflation device indicating the balloon was compromised, although it was difficult to confirm by fluoro images. The valve was confirmed to be 100% in the ventricle but stable with wire in position. The delivery system was difficult to remove and after many attempts the nose cone and balloon catheter with distal portion of the balloon were snagged above the iliac bifurcation. The flex catheter handle and balloon catheter y-connection were cut from the proximal end to facilitate removing the sheath. This and subsequent attempts at removing the balloon catheter with fragmented balloon were unsuccessful. The patient remained stable and was transferred to the or with wire in place through the embolized valve and balloon catheter still snagged in the aorta above the bifurcation. In the or the balloon catheter was removed by the surgeon through opening the aortic arch. Sapien 3 valve removed and surgical valve implanted. Last report was that the patient was hemodynamically stable during the surgery.